Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia / premature ventricular contraction ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. It was reported that the patient's baseline pericardial effusion had grown "a lot worse" by the end of the pvc ablation. They diagnosed the baseline effusion using intracardiac echo (bwi soundstar catheter) at the beginning of the procedure, prior to ablating. After ablating in the left ventricular outflow tract (lvot) and right ventricular outflow tract (rvot), at the end of the case the patient had a slight decrease in blood pressure. The effusion was noticeably larger at this point and a pericardiocentesis was performed. The patient was in stable condition. A pericardial drain was secured and the patient was monitored overnight. They do not believe the complication was worsened due to bwi product use. The physician's opinion on the cause of this adverse event was patient condition. Drained fluid revealed cardiac amyloidosis on top of prior condition of waldenstrom macroglobulinemia. No transseptal puncture was done. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31353639l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).